Event description:
During a coronary angioplasty, the distal edge of a 2.25 x 18mm cypher select + stent showed that it had moved from its position. This was the first stent that was supposed to be placed. The stent was not deployed as the damage was noted before deploying. The target vessel was the left circumflex (lcx) and was a bifurcation of lcx om1 lesion. The total length of the stented segment was 15mm. The pt was discharged with anti hypertensive medication, anti diabetics, statins, aspirin and clopidogrel.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.